Manufacturer narrative:
Concomitant medical product: product ID 97792 lot# unknown product type accessory h6. Device analysis for an unknown lead revealed the distal end conductor broken. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for an unknown injex anchor revealed it had migrated. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-60, lot# 0215858411, product type: lead. Product ID: 3877-60, lot# 0215858412, product type: lead. Other relevant device(s) are: product ID: 3877-60, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4); product ID: 3877-60, serial/lot #: (B)(4), ubd: 10-jul-2022, UDI#: (B)(4). Report source: country: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was unable to increase their stimulation intensity. The patient ¿did not recall any falls¿ that may have led or contributed to the issue. Impedance testing was performed and found high impedances of 40000 ohms on electrodes 0, 1, 2, 4, 5, 14, and 15 and impedances of 20370 ohms ¿ 28200 ohms involving electrodes 3, and 6. A surgical interventions was performed on (B)(6) 2020 to address the issue, at which time it was found that ¿the lead was fractured and wires were exposed.¿ the lead with electrodes 0-7 was replaced as a result of the event. It was noted that although the high impedances measured on electrodes 14 and 15 were not resolved with the surgical intervention, the physician decided not to explant or replace that corresponding lead. The patient was able to increase their stimulation intensity following the lead replacement procedure. No further complications were reported or anticipated.